Manufacturer narrative:
Corrections: d4, h4. No product was returned for investigation. Data logs were returned for analysis. Data log analysis confirmed suction alarms. The pump was run on two consoles, and suction alarms were seen on both consoles. Purge pressure spikes were seen with no known pattern. There were no motor current or placement signal spikes/trends outside of p-level changes. No other abnormalities were seen. Pump suction: the root cause of the pump suction was most likely patient condition based on provided clinical details and data log analysis. Access site adverse event: the cause of the large bleeding hematoma was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported that a patient in st elevation myocardial infarction (stemi)/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient woke up the morning of (B)(6) 2025 with chest pain and presented to the emergency room in stemi and a 100% occluded the right coronary artery (rca). Percutaneous transluminal coronary angioplasty was performed, and a drug eluting stent was placed in the rca. Following the procedure, the patient remained hypotensive, and an intra-aortic balloon pump (iabp) was placed. The patient¿s requirement for medical support continued to increase, and the decision was made to escalate the patient to an impella cp. The impella cp was successfully placed via the right femoral artery, and the iabp was removed. Upon initiation of impella support, low flows were reported. A right heart catheterization was performed and revealed a pulmonary artery pulsatility index of 0.4. The medical team decided to peripherally cannulate the patient with veno-arterial extracorporeal membrane oxygenation (va ECMO) and continued support with impella cp. The patient was then transferred to an outside hospital for a durable left ventricular assist device work up. Upon arriving to the hospital, the patient was noted to have a large hematoma at the impella insertion side, and there were suction alarms. The patient required epinephrine to maintain a stable blood pressure. The patient received two units of blood products and was emergently taken to the operating room for removal of impella cp and to reconfigure va ECMO from peripheral to central cannulation. The patient's outcome at the time of impella explant was survived, and the final patient outcome is unknown.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.